Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. The measured full helix extension length was within specification. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during an attempted implant, the lead would not stay in place causing the lead to fall off multiple times. There were no adverse health consequences, the patient was stable.